Event description:
I started experiencing excruciating pain to my left lower abdomen and pelvic area. It felt like severe cramps which I have never in my entire life had experienced. I was ordered blood work and a ultrasound which revealed I had a hemorrhagic cyst. I continued to have more pain throughout the months, followed up with more ultrasounds and CT scans. Then the first week of december my gynecologist did a hysteroscope on me and took out one of the essure coils out of me vaginally on the left side only and under no anesthesia. (B)(4).